Event description:
The patient contacted animas on (B)(6) 2012 reporting that they went swimming with the pump and the pump now has water in it and behind the display. The patient reported that the pump will not hold power. The patient stated that the pump beeped and then shut off. The patient confirmed that there is no damage to the pump, battery compartment or battery cap. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump was returned with visible moisture in the display lens. Pump does not power on, no vibratory or audible sounds. The attempt to download the pump history and black box was unsuccessful. A case seal leak was found during a leak test. Damage to the pump case was observed on the top right corner of the pump between the display lens and the case seal. Removed pump cover; internal moisture was found in pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.